Manufacturer narrative:
The reported event of difficulty untightening the atrial setscrew was confirmed. Analysis revealed that the user/physician had stripped the atrial setscrew while untightening it. The setscrew was not stuck. The setscrew and connector block threads were normal. This problem is related to the physician¿s use of the wrench in untightening the setscrew.

Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented with dislodgement of the atrial lead. During the revision process, the device set screw was noted to be stripped. The lead was repositioned and the device was explanted and replaced. This intervention occurred on (B)(6) 2025. No adverse patient consequences were reported.